Event description:
This case is a solicited report from the united states received from a patient via a specialty pharmacy on (B)(6) 2013. The patient was a (B)(6) female who reported that an optineb sparked when she plugged the cord in. The patient did not attempt to see if the device still functioned and she did not plug it in again.